Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient's right ventricular (rv) lead anchoring sleeve was initially lost in the vein, then the right atrium and finally became lodged in the right pulmonary artery. The physician will decide later if another surgery is needed to remove the piece from the right pulmonary artery. The lead was never implanted and a different lead was used instead. No further patient complications have been reported as a result of this event.